Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the quality inspection does not pass. There was no reported patient involvement.

Manufacturer narrative:
Further information was provided that the non-invasive blood pressure calibration was out-of-date. There is no indication of a malfunction and this event has been re-assessed as not reportable.